Manufacturer narrative:
(B)(4). Concomitant medical products: e-poly 32mm +3 hiwall lnr sz22, pn ep-108322, ln 918730, tri-spike shell w/apex hl 48mm pn 101002 ln 352460, tprlc xr t1 pps 9x137mm pn 51-105090 ln 3406164, cer bioloxd mod hd 32mm std nk, pn 12-115115 ln 651320. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-11416-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision procedure approximately four years post-implantation due to chronic dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.